Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they were initially informed that they would not need MRI scans and could only undergo CT scans after receiving the spinal cord stimulation (scs) device. However, they were now required to undergo MRI scans and reported experiencing a burning sensation in their back after each MRI session and noted that it stays hot for a while. Pt mentioned they would speak with their healthcare provider (hcp) to discuss the device removal. Pt also requested an adhesive disc and noted that a recharging belt does not work for them because they have a big stomach and does not stay on properly. Pt stated they have used only an adhesive disc for recharging over the years. Agent reviewed information but the pt got escalated and expressed their frustration. Agent offered to send a recharging belt and redirected pt to their hcp to further address the issue. Pt confirmed that they don't have a managing hcp and mentioned that they just go the associated pain group in (B)(6).

Manufacturer narrative:
B3: event date is considered as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.